Manufacturer narrative:
(B)(4).

Event description:
This device was explanted due to early eri. The lv lead was replaced at the same time due to high thresholds. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The device was returned and analyzed. The bench test of the ICD revealed that all therapy functions were available. The archive data and the programmed parameters were inspected. High left ventricular pacing thresholds, up to 7.5 v and 1.5 ms, were documented in the archive data. Therefore it is reasonable to assume that the pacing outputs were programmed accordingly, which is confirmed by the last programmed left ventricular pacing output of 6 v and 1.5 ms. This represents a high current program, which results in a faster discharge of the battery. In conclusion, the device was fully functional. There was no indication of a device malfunction. Analysis of the device revealed a normal battery depletion. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.